Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 and the ¿surgeon, dr. Xxx, called me this morning and asked about accidentally insufflating a vessel. He went in with a veress needle for initial insufflation and was not in airseal mode yet. He was educated that the gas being introduced initially is purely carbon dioxide. He said the patient¿s end tidal co2 drastically dropped and the patient was decompensating. I followed up and called the staff post-cast and they said the rest of the case went well and the patient is doing okay.¿ further assessment was sent; however, to date no information has been received. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced decompensation.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame 2,574,337 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000004. Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 and the ¿surgeon, dr. Xxx, called me this morning and asked about accidentally insufflating a vessel. He went in with a veress needle for initial insufflation and was not in airseal mode yet. He was educated that the gas being introduced initially is purely carbon dioxide. He said the patient¿s end tidal co2 drastically dropped and the patient was decompensating. I followed up and called the staff post-cast and they said the rest of the case went well and the patient is doing okay.¿ further assessment was sent; however, to date no information has been received. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced decompensation.